Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not recharged the ipg as recommended. As a result, the pt lost stimulation. An sjm representative attempted troubleshoot the issue with external devices to no avail. As a result, the patient's ipg was explanted and replaced. Stimulation was restored post-op.